Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument did not conduct electricity, the customer suggested that the intraluminal cable of the instrument may be damaged. The procedure was completed with no reported injury.